Event description:
In 2001, pt. Underwent an enucleation of the left eye secondary to neurotrophic keratiti's following radiation therapy for it maxillary sinus squamous cell carcinoma. Prior to this surgery pt was experiencing pain and pus like drainage. A 20mm ball implant was inserted. Subsequently, pt developed chills and purulent drainage (gram-positive cocci). Had prev. Been on clindamycin after the 1st surgery - which was then stopped. Eight days later, the implant was removed due to infection implant extruding.